Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of hardware low level failures and alarm that was generated when the pump detects movement in hall sensor counts from the insulin pump. The customer's blood glucose reading was 20.6 mmol/l. The customer stated that the pump alarmed low reservoir while the reservoir was filled with 2 ml. The customer stated that the pump stopped delivering insulin when the pump alarmed low reservoir. The customer stated that the motor does not go straight forward. The customer will send the pump back for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 130 noted during our testing. The motor was tested outside the device and passed. However, pump error 63 alarm was confirmed in the insulin pump history due to cold solder joint at the keypad assembly. The insulin pump had cracked keypad overlay at the select button. Unit received with minor scratched display window, case and keypad overlay.